Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that at the conclusion of a patient's stress echo exam (threadmill), the system lost the echo clips after an unspecified acquisition failure. After the next patient was finished, the clips appeared later on the first patient's browser. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for an sc2000 acquisition crash, and lost exam. A review of the log files confirmed that there was no data loss, and the user did see the exam when they looked at the data view screen later. There is no indication of a malfunction of the system, as there was no loss of data. Complaint reference #: (B)(4).